Event description:
It was reported that the customer was hospitalized for diabetes ketoacidosis and high blood glucose of 33.1mmol/l. The nurse stated that the customer has been sleeping with a low reservoir alarm, and twelve hours later, she still didn't change the reservoir. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.